Event description:
It was reported that this patient received an inappropriate shock due oversensing a supraventricular tachycardia (svt) arrhythmia. The patient was given medication and was awaiting an svt ablation procedure. Additional information received noted that nine months prior to the previously reported inappropriate shock, this s-ICD exhibited an inappropriate shock due to svt above the discrimination zone. This device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.